Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that since received implant in december has had difficulty connecting to implant. Patient mentioned that the implant is protruding from their butt and said that healthcare provider told patient that it has to be sticking out to be able to find it if there is an emergency. Patient said that implant isn't protruding due to patient's body frame, patient said doesn't have a small body frame. Patient had already connected during the call and said received the message that can't connect while trying to deactivate MRI mode. Reviewed positioning of communicator and patient said that after tried removed communicator from implant site. Patient was able to connect after placed communicator over implant site. Patient to monitor and report to their healthcare provider. Patient also commented that when connected that the setting changed to initial setting. Additional information received was to report that the doctor put the implant in such a way that it is always stuck out a little bit, sideways and no matter what they do, if that spot touches something, patient is in screaming pain. Patient said that they can't sit on a toilet or a hard chair. Patient also said that if they wears tight pants, can see the implant sticking out of their butt. Troubleshooting was unable to be performed as the patient was redirected to their healthcare provider to further address the issue. The reason for call was to report that when placed implant into MRI mode, the location of ins is incorrect. Agent verified device registration and information is correct on patient's record. Patient was redirected to schedule reprogramming appointment at doctor's office to correct the programming error that input the wrong side of the implant for MRI mode.